Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 16.800psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 271 to 300. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 16.800psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
This supplement serves as a correction: the 30 psi occlusion test failure was not confirmed. The initial failure was determined to be due to a testing setup error. The pressure gauge system required adjustment and the stopcock was reset. After resetting the pressure gauge, the device successfully passed the 30 psi occlusion test. No recalibration was required. Reference to complaint#: (B)(4).